Manufacturer narrative:
Concomitant medical products: aviator balloon catheter, two stents (palmaz genesis).     This is one of two products involved with the reported event. The manufacturing reference number for this event is (B)(4). The manufacturing reference number for the other complaint is (B)(4). The device is expected to be returned for analysis; however, it has not yet been received. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after a palmaz genesis was implanted at a left renal artery, there was some difficulty during withdrawal into the 6f .070" 110cm jr4 vista brite tip guiding catheter and the balloon was removed by force. After that, other products could not be inserted into the catheter. After this procedure, the distal tip of the brite tip was confirmed to be deformed. It is unknown if the distal tip was folded inside of itself, or the distal tip was separated and the fragment of it remains inside the patient¿s body. The product will be returned for analysis. The patient¿s information was unknown. The target lesion was the both sides of the renal arteries. The patient¿s vessel level of tortuousness and calcification were unknown. The rate of stenosis was unknown. This was a percutaneous transluminal renal angioplasty (ptra) case. A brachial approach was made from the left brachial artery. A guide wire crossed the right renal artery, an aviator balloon catheter was inflated for pre-dilation. Two palmaz genesis stents were implanted. Then, a vista brite tip guiding catheter cannulated to the left renal artery, a guide wire crossed the lesion, and an aviator balloon catheter was inflated as a pre-dilation. After an implantation of a palmaz genesis stent, the balloon was deflated and was withdrawn to store inside the brite tip. However, there was resistance felt, and the balloon was removed by force. After this incidence, other products, such as intravascular ultrasound (ivus), did not go through the brite tip, and there was a resistance felt at the distal tip of the brite tip. Therefore, the guide wire was removed and the procedure finished. After this procedure, the distal tip of the brite tip was confirmed to be deformed. It is unknown if the distal tip was folded inside of itself, or the distal tip was separated and the fragment of it remains inside the patient¿s body. The product was clinically used.

Manufacturer narrative:
Additional information was received: the lot and catalog number of the palmaz genesis used is unknown. There were no damages or anomalies noted to the vista brite tip catheter or palmaz genesis prior to use with no anomalies noted when removed from the package or during prep. It is unknown if there was any difficulty as the brite tip catheter was advanced into the patient or over the guidewire. It is unknown if force was ever required during advancement of the vista brite tip, or if excessive torquing was required. It is unknown if the catheter kinked in the area of separation. It is unknown if there was any difficulty as the palmaz genesis was first advanced through the brite tip catheter or if there was any issues deploying the stent at the intended location. It is unknown if the balloon was completely deflated or if the balloon had re-wrapped properly before attempting to withdraw the balloon into the catheter. It is unknown if it was confirmed that the distal tip of the brite tip catheter has separated, or how the separated segment was removed from the patient. The current health status of the patient is unknown, and it is unknown if the patient had any medical issues due to the event. Procedural films are not available for review. This is one of two products involved with the reported event. The manufacturing reference number for this event is (B)(4) (9616099-2016-00677). The manufacturing reference number for the other complaint is (B)(4) (9616099-2016-00678). The catheter was returned for analysis, and was updated accordingly. However, the engineering report is not yet available. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance.  The product analysis and additional information are pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This is one of two products involved with the reported event. The manufacturing reference number for this event is (B)(4) (9616099-2016-00677). The manufacturing reference number for the other complaint is (B)(4) (9616099-2016-00678). Complaint conclusion: after a palmaz genesis was implanted at a left renal artery, there was some difficulty during withdrawal into the 6f .070" 110cm jr4 vista brite tip guiding catheter and the balloon was removed by force. After that, other products could not be inserted into the catheter. After this procedure, the distal tip of the brite tip was confirmed to be deformed. It is unknown if the distal tip was folded inside of itself, or the distal tip was separated and the fragment of it remains inside the patient¿s body. The patient¿s information was unknown. The target lesion was the both sides of the renal arteries. The patient¿s vessel level of tortuousness and calcification were unknown. The rate of stenosis was unknown. This was a percutaneous transluminal renal angioplasty (ptra) case. A brachial approach was made from the left brachial artery. A guide wire crossed the right renal artery, an aviator balloon catheter was inflated for pre-dilation. Two palmaz genesis stents were implanted. Then, a vista brite tip guiding catheter cannulated to the left renal artery, a guide wire crossed the lesion, and an aviator balloon catheter was inflated as a pre-dilation. After an implantation of a palmaz genesis stent, the balloon was deflated and was withdrawn to store inside the brite tip. However, there was resistance felt, and the balloon was removed by force. After this incidence, other products, such as intravascular ultrasound (ivus), did not go through the brite tip, and there was a resistance felt at the distal tip of the brite tip. Therefore, the guide wire was removed and the procedure finished. After this procedure, the distal tip of the brite tip was confirmed to be deformed. It is unknown if the distal tip was folded inside of itself, or the distal tip was separated and the fragment of it remains inside the patient¿s body. The product was clinically used. The lot and catalog number of the palmaz genesis used is unknown. There were no damages or anomalies noted to the vista brite tip catheter or palmaz genesis prior to use with no anomalies noted when removed from the package or during prep. It is unknown if there was any difficulty as the brite tip catheter was advanced into the patient or over the guidewire. It is unknown if force was ever required during advancement of the vista brite tip, or if excessive torqueing was required. It is unknown if the catheter kinked in the area of separation. It is unknown if there was any difficulty as the palmaz genesis was first advanced through the brite tip catheter or if there was any issues deploying the stent at the intended location. It is unknown if the balloon was completely deflated or if the balloon had re-wrapped properly before attempting to withdraw the balloon into the catheter. It is unknown if it was confirmed that the distal tip of the brite tip catheter has separated, or how the separated segment was removed from the patient. The current health status of the patient is unknown, and it is unknown if the patient had any medical issues due to the event. Procedural films are not available for review. One non-sterile unit from product gc 6f .070" 110cm jr4 was received coiled inside of a plastic bag; kinks were observed at 58 cm and 96cm from the catheter distal end, the distal tip of the catheter was received complete and without any anomaly. No other anomalies were observed on the received diagnostic catheter. The catheter outer diameter and inner diameter were measured near compressed condition and results were found within specification. A review of lot 17507834 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿brite tip/distal tip -separated ¿ in patient¿ for the vista brite tip catheter was not confirmed since the distal tip was received complete and without any anomaly. The cause of kinked conditions could not be conclusively determined during the analysis. The reported ¿stent delivery system - withdrawal difficulty - through guide/sheath¿ for the palmaz genesis stent delivery system could not be confirmed as the device was not returned. The exact cause could not be determined. Based on the information reported, procedural and handling factors may have contributed to the issues reported. Based on the instructions for use (IFU) for the vista brite tip catheter, ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of the resistance before proceeding. If the cause of the resistance cannot be determined, withdraw the catheter. Torquing the guiding catheter excessively while kinked may cause damage which could result in possible separation along the catheter shaft. Should the guiding catheter shaft become severely kinked, withdraw the entire system (guiding catheter, guidewire and catheter sheath introducer). Advancement, manipulation and withdrawal of the guiding catheter should always be performed under fluoroscopic guidance.¿ as reported in the palmaz genesis IFU, ¿after deploying the stent, deflate the balloon by pulling a vacuum, allowing adequate time for the balloon to fully deflate prior to removal.¿ product analysis and DHR review results do not suggest that these damages are related to the manufacturing process. Controls are in place to verify the catheters for kink/bent and compressed conditions; the produced catheters are inspected 100 % before leaving the facility. Also, several inspections are performed through all the diagnostic catheter assembly process operations. No corrective and preventive actions will be taken at this time.